Manufacturer narrative:
The insulin pump had cracked reservoir tube lip noted during visual inspection. The insulin pump passed prime, displacement and basic occlusion test. No motor error alarms noted. However, no delivery alarms noted during excessive no delivery alarm test due to faulty force sensor resistor. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was performed. The device was returned for analysis.